Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose level was within range. Reportedly, the customer reverted to an alternate method of insulin therapy.